Event description:
I had a total hip replacement on (B)(6) 2009. I received a stryker rejuvenate spt. Prior to this surgery, I had pain and catching/clicking in my right hip, it was very painful to ride in any vehicle. The pain was effecting my knees as I tried to favor my hip. All this increased since the surgery, plus the weakness in my hip. I had to learn to sleep on my back as turning was a big problem and sleeping on my side impossible. I have had many round of pt over the last 3+ years and many bouts of bursitis, at least 4 times swelling to the size of a tennis ball. None of the pt or the exercises seemed to strengthen the muscles in my right hip. My right hip dislocated on (B)(6) 2011, as I was sitting in a chair putting on a pair of shoes. I was taken my ambulance to the hospital and had to stay overnight. In (B)(6) 2012, I got the letter of recall and went in for MRI and blood tests, it was confirmed I had a very high level of heavy metal poisoning. Pt from (B)(6) 2009 through (B)(6) 2012. Reason for use: advanced right hip arthritis.